Event description:
Date of event: estimated 2006. Sdbs display screen was shaking during the middle of a procedure while the location guide (lg) was nearing a peripheral target. The pt was not injured.